Event description:
Customer reported that she was hospitalized due to a heart attack. Customer stated that her blood glucose was really low and her endocrinologist was correcting her insulin pump settings. Customer also stated that she was not eating enough. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.